Event description:
Tahe customer reported the drill and attachment to gradually overheat over a period of about 20 minutes during surgery. They configured a second drill and attachment system. It also overheated, but they were able to finish the case. There was no patient injury or adverse effect.